Event description:
It was reported to olympus that the image in the octagonal frame was noisy when connecting 190 scopes to the light source. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the image was noisy due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, d8, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "noise on the image" occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.